Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stim was shutting off by itself since june 2017 (about a week and a half ago). Patient tried to change program on (B)(6) 2017 but the programming was wiped out of her programmer. Patient stated it was painful to sit on the right side near the implantable neurostimulator (ins) site since implant. The pain was getting worse. On the day of this call, she went to stand up from sitting and she had shooting pain that went from her ins site to her right butt cheek. Patient indicated that her healthcare provider (hcp) had done x-ray to check the leads and she was waiting to hear back about that. She also had an appointment with a company representative (rep) to look at her programming and ins. The change in symptom was considered gradual. There were no further complications that have been reported as a result of this event.